Manufacturer narrative:
Additional information: a3, b5, b7, h4, h6(patient code), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, pain, adhesions, mesh shrinkage, obstruction, abdominal pain, abnormal wbc count, and scar tissue. Post-operative patient treatment included revision surgery, reduction and repair of incarcerated incisional hernia with mesh, patient was admitted for emergent surgical treatment for hernia repair and severe pain, CT-scan, and lysis of adhesions. Relevant tests/laboratory data: 31 aug 2013: CT scan of abdomen and pelvis with contrast- incarcerated ventral periumbilical hernia of small bowel with early obstruction. White blood cell count increased at 11.4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional hernia repair with mesh. She had revision surgery 8 months post-surgery. The patient underwent reduction and repair of incarcerated incisional hernia with mesh. The patient experienced pain, adhesions, hernia recurrence and mesh shrinkage.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, pain, adhesions, mesh shrinkage, obstruction, and scar tissue. Post-operative patient treatment included revision surgery, reduction and repair of incarcerated incisional hernia with mesh, patient was admitted for emergent surgical treatment for hernia repair and severe pain, and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, pain, adhesions, mesh shrinkage, and scar tissue. Post-operative patient treatment included revision surgery, reduction and repair of incarcerated incisional hernia with mesh, and lysis of adhesions.